Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the hillrom service manual, perform annual preventative maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine the plug for damage. Make sure the plug is a one piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these, discolouration of the plug moulding, around the plug blades, any signs of cracking, loose fit of the plug bade, the plug blade moves in the molding, verify that the strain relief p-clip is present. Replace the power cord, if damaged. A search of baxter maintenance records showed baxter performed preventative maintenance on this bed in jun 10, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report that the power cord was exposing copper wires. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. This report was filed in our complaint handling system as complaint pr# (B)(4).